Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no power to perfect magnetic conductor board and drawer controller. The field service engineer replaced perfect magnetic conductor board and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.